Event description:
Per the clinic, the patient experienced a skin overgrowth on the abutment. Subsequently, the patient underwent a soft tissue reduction surgery under general anesthesia (specific date not reported). The implanted device remains.